Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm epic plus mitral valve was implanted in the patient. After the implant, the patient presented with post operative sinus node dysfunction, alternating between nodal requiring temporary pacemaker and atrial fibrillation with a rapid ventricular response. A permanent pacemaker was implanted. The patient was discharged on april 1st in very good clinical condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.